Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced discomfort at the implantable neurostimulator (ins) site. In turn, on (B)(6) 2018 surgery was undertaken and the ins was relocated from the patient's lower lumbar area to the left abdomen.